Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed no delivery during fill tubing. Customer stated that they have been through multiple reservoirs and tubings. Customer mentioned that there was leaking and this is the reason they changed the reservoir. Customer's blood glucose reading at the time of the incident was 375 mg/dl. Customer declined troubleshooting for the high blood glucose readings. Customer was advised to call back to complete troubleshooting when they receive their infusion sets and reservoirs for potential insulin pump issue.